Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via phone that (2) implants broke. This occurred during a bankart procedure on (B)(6) 2023. There was no additional information provided, additional information has been requested. Additional information was provided on (B)(6) 2023, it was reported that for the first failed anchor the guide was at the wrong angle, but corrected before fully implanted. The anchor's suture was wrecked, and the metal piece was sticking out of the drill hole by 3mm. A small piece was retrieved, but 4-7mm stayed in the bone. They used graspers, a needle driver, etc. To get a hold of the metal piece, but could not get the rest of it out. The second anchor was successful, but the drill guide hand had a lot of friction so they grabbed a larger mallet and even with the large mallet the anchor took a lot of force to get it down. The third anchor was very similar to the first, but they focused on the right trajectory. They lost sight of the anchor spot for a split second and the tip broke off. They retrieved a small piece, although 4-7mm stayed in the patient. The doctor completed the surgery repair with the qfix anchor.

Manufacturer narrative:
The complaint is confirmed based on the photo that the customer provided, which displays that the distal tip of the inserter shaft had broken. However, without the return of the device for physical evaluation, the most likely cause of this condition can be attributed to user error of the device due to the excessive force used to pry and/or leverage the device.